Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic detachment of vertical intestine, partial rectal resection and anastomosis, and rectal suspension, while detaching the rectum, when using the device, staples burst. Another device from different manufacturer was used to complete the case. There was no patient injury.